Manufacturer narrative:
An event of device migration towards aorta causing aortic coarctation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on an unknown day of november 2022, an unknown amplatzer piccolo occluder was implanted intraductal into the patient. The patent ductus arteriosus (pda) measurements were unknown. On an unknown day 6 weeks after implantation, it was found that the device was starting to move towards the aorta causing aortic coarctation. Imaging showed that the coarctation looked to be at the level of the pda. A stent was placed in the aorta at the pda level to stop further movement and prevent any hemodynamic interference the device may cause going forward. The patient was hemodynamically stable and reported to be doing well. The patient did have an aortic coarctation and it looked better post intervention. Post intervention, the aorta looked better on the lateral image reviewed by the physician. The patient was remained hospitalized and was planned to be discharged to a long term facility.

Manufacturer narrative:
B3 - the implant date is estimated. D6 - the implant date is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown day of (B)(6) 2022, an unknown piccolo occluder was implanted into the patient . On an unknown day 6 weeks after implantation, it was found that the device was starting to move towards the aorta causing aortic coarctation. It is planned to implant a stent to stop further movement and prevent any hemodynamic interference the device may cause going forward. The patient is hemodynamically stable, but very sick. The patient is hospitalized.